Event description:
It was a reported that during a da vinci si surgical procedure, the tip of the monopolar curved scissors (mcs) instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, the tip of one scissor blade is broken off. The broken blade is approximately 0.160 x 0.420. The fracture plane of the broken blade is not straight and the blade has a chip on the edge below the midpoint. The intact blade does not exhibit any obvious cracking. No other damage was found.